Manufacturer narrative:
As reported, the 5.0x12 palmaz genesis/amiia balloon expandable stent was used. It was inflated to six atm and was deflated. However, the balloon catheter got stuck with the palmaz genesis stent, and the balloon catheter could not be removed. After waiting a few minutes and inflating it again, it was able to be removed. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). No anomalies were noted prior to use. The stent delivery system (sds) was prepped according to IFU guidelines. There was no difficulty noted during prep. The stent was properly mounted on the system when inspected prior to use. Prior to inserting the sds in the catheter, the balloon was neither inflated nor partially inflated. The inflation device was in the neutral position when the system was being advanced. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The intended procedure was to treat the renal artery. The target lesion vessel diameter was 4.5 mm. The lesion was not calcified, and there was almost no vessel tortuosity. The percentage of stenosis was 70%. The device was not used for a chronic total occlusion (cto). No difficulty was encountered while advancing or tracking the sds towards the lesion, and no unusual force was used at any time during the procedure. There was no difficulty crossing the lesion, and the catheter was never in an acute bend. The device was returned for evaluation. A non-sterile sds rx gen. Amiia 5.0x12 142cm was received inside a plastic bag. Upon inspection, the device shaft showed no signs of damage, kinks, or coating defects. No damage was observed on the device body or the hub. The balloon was received fully deflated and without manufacturing pleating suggesting previous inflation. The device underwent functional evaluation, the hub was connected to an inflation syringe equipped with a pressure gauge. An inflation test was performed, during which the balloon expanded uniformly and reached its expected size. No signs of leakage, rupture, or damage were observed during inflation. Following this, the balloon was successfully deflated, returning to its original shape without resistance or evidence of fluid retention. Additionally, an insertion and withdrawal test were conducted using a laboratory sample guidewire. The device was advanced and retracted through a simulated pathway, demonstrating smooth passage with no noticeable resistance or friction. The reported ¿balloon ¿ withdrawal difficulty snagged/caught on stent¿ could not be verified due to the nature of the complaint as the event cannot be replicated in a lab setting. Therefore, the exact cause of the reported event cannot be conclusively determined. The device underwent functional analysis successfully and passed insertion withdrawal difficulty testing. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. According to the instructions for use which is not intended to mitigate risk, ¿the device should only be used by physicians who are trained in interventional techniques such as percutaneous transluminal angioplasty (pta) and placement of stents. Prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014¿ delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not induce a vacuum on the delivery system prior to reaching the target lesion. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. When catheters are in the body, they should be manipulated only under fluoroscopy. The minimal acceptable sheath/guiding catheter french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer/guiding catheter than indicated on the label. During withdrawal of the delivery system, hold a saline soaked gauze around the exposed catheter shaft and pull the catheter through the gauze to remove any excess contrast medium. Prior to insertion or withdrawal of the delivery system, wipe the guidewire with saline soaked gauze to remove any contrast medium. Should any resistance be felt at any time during advancement or removal of the stent delivery system pre-stent implantation and before full exposure of the stent, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. When removing the delivery system as a single unit: do not retract the delivery system into the sheath introducer/guiding catheter. Position the proximal balloon marker just distal to the tip of the sheath introducer/guiding catheter. Advance the guidewire into the anatomy as far distally as safely possible. Secure the stent delivery system to the sheath introducer/guiding catheter; then remove the sheath introducer/guiding catheter and stent delivery system as a single unit. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components such as the balloon.¿ the information available, nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 5.0x12 palmaz genesis/amiia balloon expandable stent was used. It was inflated to 6 atm and was deflated. However, the balloon catheter got stuck with the palmaz genesis stent, and the balloon catheter could not be removed. After waiting a few minutes and inflating it again, it was able to be removed. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). No anomalies were noted prior to use. The stent delivery system (sds) was prepped according to IFU guidelines. There was no difficulty noted during prep. The stent was properly mounted on the system when inspected prior to use. Prior to inserting the sds in the catheter, the balloon was neither inflated nor partially inflated. The inflation device was in the neutral position when the system was being advanced. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The intended procedure was to treat the renal artery. The target lesion vessel diameter was 4.5 mm. The lesion was not calcified, and there was almost no vessel tortuosity. The percentage of stenosis was 70%. The device was not used for a chronic total occlusion (cto). No difficulty was encountered while advancing or tracking the sds towards the lesion, and no unusual force was used at any time during the procedure. There was no difficulty crossing the lesion, and the catheter was never in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5.0x12 palmaz genesis/amiia balloon expandable stent was used. It was inflated by balloon catheter at 6 atm, and it was deflated. However, a balloon catheter got stuck with the palmaz genesis, and the balloon catheter could not be removed. After waiting a few minutes and inflating it again, it was able to be removed. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). No anomalies were noted prior to use. The stent delivery system (sds) was prepped according to IFU guidelines. There was no difficulty noted during prep. The stent was properly mounted on the system when inspected prior to use. Prior to inserting the sds in the catheter, the balloon was neither inflated nor partially inflated. The inflation device was in the neutral position when the system was being advanced. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The intended procedure was to treat the renal artery. The target lesion vessel diameter was 4.5 mm. The lesion was not calcified, and there was almost no vessel tortuosity. The percentage of stenosis was 70%. The device was not used for a chronic total occlusion (cto). No difficulty was encountered while advancing or tracking the sds towards the lesion, and no unusual force was used at any time during the procedure. There was no difficulty crossing the lesion, and the catheter was never in an acute bend. The device will be returned for evaluation.